Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgical pattie was retained in a surgical wound on (B)(6) 2020. The surgical pattie was retained in the nasal cavity during endoscopic surgery. The cotton wadding was then removed and there were no adverse consequences to the patient.